Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx3135 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "when customer was inserting the product the needle punctured through the catheter." Additional information: "device was placed and got stuck in patient, very hard to pull out and when they were able to pull it out, they notices the needle had punctured the catheter".